Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), a pod packing coil detachment handle (handle), a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted one ruby coil into the target vessel. While advancing a pod pc through the lantern, the coil unintentionally detached. Therefore, the lantern containing the detached pod pc was removed from the patient and the coil was flushed out on the back table. The procedure was completed using the same lantern, a new pod pc of the same size, the same handle, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed a detached embolization coil. Further evaluation revealed that the pusher assembly ddt was fractured at the pusher assembly distal tip. This damage likely contributed to the unintentional detachment. If the device is retracted against resistance, damage such as this may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred after removal from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder